Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found an anomaly possibly related to the method or technique utilized by the health care professional while intending to deliver therapy. It was determined that a kink had caused the inner lumen to occlude. During pressure testing in the lab, the kinked area near the anchor on the distal end of the catheter would occlude when the catheter was bent to a narrow radius. Analysis of the anchor found no anomaly.

Event description:
Additional information received reported that the partial explant occurred on (B)(6) 2014. The device was reportedly replaced with another from the same manufacturer. The patient reportedly recovered without sequelae.

Event description:
It was reported that the patient still had pain issues since the pump implanted which was "a couple of months" prior to report. The last refill was reportedly (B)(6) 2014. The pump was interrogated on (B)(6) 2014 and both the low and empty reservoir alarms were active, however 14 ml was aspirated from the reservoir at the refill. The pump was intended to deliver intrathecal dilaudid, bupivacaine, and fentanyl. The manufacturer's representative checked the pump event logs and did not see anything abnormal other than the alarms. The pump reservoir had been accessed and they were expecting 8.6 ml and got back 13 ml. Diagnostics or a dye study would be performed on (B)(6) 2014. It was also noted that a therapeutic bolus had been administered over 6 minutes with no patient response. It was later reported that the cause of the pain was a lack of flow to the intrathecal space. It was noted that on (B)(6) 2014, when the therapeutic bolus was unsuccessful, the patient was prescribed oral medications and dermal patch for pain relief. It was noted that no alarms were noted in the pump logs after the pump had been refilled and reprogrammed on (B)(6) 2014. The patient was described as alive and in pain and not receiving effective therapy. It was noted that a catheter dye and rotor study with possible replacement were scheduled for (B)(6) 2014. It was later reported that the rotor study showed movement. It was noted that during surgical exploration on (B)(6) 2014, the entire catheter was found to have migrated out of the intrathecal space. The anchor was secure and intact, and the catheter tip was located beside the anchor in the fascia. A pressurized pocket of medication was found in the space around the anchor and may have contributed to the pump showing more medication than expected. A kink in the catheter was also noted on the end of the anchor. The spinal segment of the catheter was replaced. The patient was receiving effective therapy afterwards. It was later reported that the patient experienced withdrawal due to the anchor dislodging and catheter pulling out of the spine with kink at the very tip. It was noted that the patient had not been getting medication for two weeks and had severe withdrawal symptoms. Additional information was requested, but was not available at the time of report.